Manufacturer narrative:
The customer declined ge service. No repair information available.

Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Legal manufacturer: hcs madison - (B)(6). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a malfunction that resulted in a loss of mechanical ventilation. There was no patient involvement.